Manufacturer narrative:
Batteries were evaluated by non-related service technician at the customer, but were discarded prior to evaluation by the manufacturer's field service technician. The customer reported approximately 141 dewalt batteries with broken tab dividers. This is an approximate number from the customer given a survey of their (B)(6) office. The customer was unable to provide serial numbers for the batteries as the batteries were disposed of prior to the manufacturer being notified of the event. Additionally, these types of batteries (dewalt) are available to this customer from other companies/suppliers. It cannot be confirmed whether these batteries were supplied by stryker, if the batteries were equivalent to those supplied by stryker, or if they were purchased new or used from another supplier. If further information is made available, a follow-up MDR will be submitted.

Event description:
It was reported by the customer that they have approximately 141 dewalt batteries with broken plastic divider tabs in their new orleans office. There are no reported adverse consequences or patient involvement.